Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during drain one of four while the patient was connected. There was nothing unusual found during troubleshooting that would cause or contribute to the air in line. The technical service representative advised the patient that they would need to end therapy and start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.